Event description:
It was reported that while performing a percutaneous transluminal coronary angioplasty in the distal right coronary artery (rca), a 3.0 x 12 xience v stent was deployed. A dissection was observed at the proximal end of the stent. The dissection was treated with a 3.0 x 28 xience v stent. The procedure lasted for 90-120 mins. The pt is doing fine and is stable. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident info. The product was not returned. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.